Event description:
The customer reported that they had inconsistent pads / paddles messages in the timed event summary following the delivery of therapy. No symptoms were noted during pt care. Therapy was successfully delivered as required. Pt outcome was not affected by device behavior.

Manufacturer narrative:
The customer reported that they had inconsistent pads /paddles messages in the timed event summary following the delivery of therapy. No symptoms were noted during pt care. Therapy was successfully delivered as required. Pt outcome was not affected by device behavior. A follow-up report will be submitted after philips obtains more info about this event.